Event description:
In 1992, I had corporation's textured saline breast implants. Seven months post-op, I started experiencing double vision and had MRI's with white matter, joint pain, neuro deficits, etc. Although, I did have a previous diagnosis and treatment for lyme's disease, I was symptom free for several years prior to the implants. I had a medical clearance to get the implants. From there on in my early 20's, my health went down hill due to chronic illness from the implants, although the company swore they were safe. They never warned me of possible immune system damage otherwise I never would have gotten the. After 13 years of chronic illness, they were removed and the capsules due to a rupture. The same day of my surgery, I had weakness in my left arm and couldn't write. My left arm is still weak. Theree months later, I had optic neuritis loss of vision in one eye resulting in a now devastating diagnosis of multiple sclerosis. My plastic surgeon told me that these particlular implants, because of the texture, flake off and have caused other pt's neurological damage and an overactive immune system. To this day, as I almost considered replacement of the implants, these same implants are still available by corp. With all of the illnessess and women out there sick, I contacted corp. Prior to my surgery telling them about my chronic illness as they recommended me replacing then with smooth silicone gel implants as they told me there would be less chance of a rupture resulting in less surgeries that would further compromise my immune system. I find it pretty ignorant that they didn't tell me a waiver must be signed prior to surgery if I opted to get the silicone gel implants and that other immune disorders could result from the silicone filled implants, lupus, etc., in which my surgeon told me about. All they want to do is poison women for the sake of their wallets! If the now approved silicone gel filled implants are so "safe" then why do they make a pt sign a release waiver of liability? Also, if "silicone is so safe that it is even in our food" then why sign a waver? If saline filled implants are so "safe" in which the shells are made of the same material as the silicone gel filled, why not have women sign a waiver for them so they at least know what the potential health risks can be? I have two young children in which my son has chronic allergies and asthma and my daughter complains of chronic joint pain. I had the implants during both pregnancies. I believe all implants should be illegal as one day it could be someone else's daughter paying a very high price that is unchangeable for the sake of vanity. The FDA should be honest too, with potential pts also and outlaw all breast implants.